Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The reporter¿s phone number and complete facility address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an open reduction internal fixation surgical procedure for a diaphyseal fracture of the tibia, it was discovered that the radiolucent drive device did not work and fell apart. According to the reporter, the device was being used to lock the distal screw. The first screw was inserted without a problem, however the radiolucent drive did not work when the surgeon was drilling the second screw into the contralateral cortical bone. It was reported that the nurse removed the drill bit and attachments and the radiolucent drive functioned, however it stopped again. It was noted that when the nurse turned the part that grips the drill bit, the connection part came off from the device. It was not reported if a spare device was available for use, however it was reported that procedure was completed within a 30-minute delay by drilling without use of the radiolucent drive. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The device was visually inspected and was found to have been received partially in parts. Due to this, the device failed pretesting for check general condition of the device and subsequent tests could not be performed. It was further determined that the gear wheels of the radiolucent drive device were damaged and it was noted that the slip clutch, when measured separately, failed testing slightly below given tolerance. It was determined that the bush most likely loosened when the attachment device was used in reverse direction to loosen a stuck drill. When the bush loosens, the gear disconnects and transmission of movement is no longer possible. The assignable root cause of the worn slip clutch was determined to be due to component failure due to normal wear. The root cause for the remaining failures was determined to be traced to user, which is user error. Service review: a review of the service history record indicated that the device has not been serviced for a service condition that is relevant to the current reported condition.